Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) replaced drive manifold assembly to resolve the issue. Performed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacturer¿s specifications and the unit was cleared for clinical use.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has failed a drive manifold test. There was no patient involved.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has failed a drive manifold test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Corrected data: e3 . Updated data: b4, e1 (email), g3, g6, h2, h10, h11.